Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed to aspirate the saline solution and did not provide any warning of this abnormality, instead dispensing the solution directly from the bag without drawing it out. There was no patient involvement, and no harm was reported as a result of this event.